Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient did not use the overlay patch, which is off-label usage of the device. On (B)(6) 2025, a new dexcom g7 sensor was inserted for the patient. Per the patient¿s wife, the overpatch included in the packaging was not applied due to a known allergic reaction associated with the patient¿s eczema. She also reported that unusually hot weather contributed to the sensor detaching the following day on (B)(6) 2025. The patient does not use a blood glucose meter (bgm). Later that same day, at an unspecified time after the sensor was found detached, the patient was rushed to the hospital. A manual blood glucose check revealed a reading of 500 mg/dl. Insulin was administered via the patient¿s tandem pump, and glucose levels returned to a safer range. The patient was discharged and returned home the same day. Of note, the tandem pump would not have been operating in modified closed-loop mode without an active sensor session. No additional details were provided regarding physical symptoms experienced during the event. As of the time of this report, the patient is confirmed to be okay. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.